Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. Customer support provided guidance on resetting the pump, and the customer successfully reset it. The issue did not recur, and the customer was advised to continue using the pump but to call back if the malfunction code appears again. No notable events occurred prior to the malfunction.